Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The device was discarded at the hospital. The event was presented by the clinical specialist and the device was not returned for evaluation. Injuries to the coronary sinus is listed as a potential complication in the product IFU. The IFU further notes: warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: guidewire should only be used with fluoroscopy to avoid coronary sinus injury. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, I think it's important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and whatever information we provide to help avoid the issue. No corrective actions are to be performed due to this event. All labeling and training appropriately address the risk. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by the clinical specialist that the the proplege coronary sinus device," pr9 device was placed per protocol. Fluoroscopic evaluation confirmed device in place. Balloon was then inflated with ~0.8cc of heparinized saline. The volume was acceptable and within IFU guidelines. The next dye shot on fluoroscopy showed a ruptured coronary sinus. Due to the injury, the surgeon, decided to proceed with open sternotomy instead of a minimal incision that was originally planned. Upon opening the chest, and examining the heart, no additional bleeding was observed, no stitches were required. This was a double valve case, mitral and tricuspid replacement. Patient was reported in stable condition at the end of the case." The device was discarded by the hospital. Per the clinical specialist, this is an experienced user, over 40 cases. There was no alleged product malfuncation only adverse event